Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 650cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively diagnosed after physical exam. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 18, 2022, the mentor failure analysis lab received two devices with same lot number for evaluation, it cannot be determined which device is the suspect medical device for the reported capsular contracture; baker grade IV. Both devices were found without damage per analysis findings. On january 20, 2022, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3505750bc; serial number (B)(6) on the left side, and with catalog number 3505750bc; serial number (B)(6) on the right side on (B)(6) 2022. On january 24, 2022, both device evaluations were completed with same analysis results as follows: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 650cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).